Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. The save to disk primary finding noted longevity and battery data for battery depletion eol/eos/rrt. Elective replacement indicator date between (B)(6)-2012. (B)(4).

Event description:
It was reported that the healthcare provider expected the device to have greater longevity. Early battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.